Manufacturer narrative:
Additional information was received on nov 01, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded, patient allegedly got sick and had surgery due to the device and headache. There was no serious report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. An unknown contaminate was observed on the inside of the ui panel. Liquid ingress was observed on the p4 power connector. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination in the airpath, suggests that from an external source to the device and unable to address the patient's symptoms section b1 was corrected to product problem. (Initially both adverse event and product problem was checked in the previous MDR.) Section h1 was changed from serious injury to malfunction. Sections d9, h2, h3, h6 has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified illness. The patient did receive medical intervention and reported to have surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.